Event description:
It was reported that a progav 2.0 shuntsystem (#fx642t) was implanted during a procedure on (B)(6) 2025. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test some bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. The shuntassistant 2.0 operates within the specified tolerances in the vertical position. An accelerated outflow of progav 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on the examination results, an accelerated outflow of the progav 2.0 can be observed. The deposits visible in the valve have led to a change in the flow rate. There are also visible deposits in the shuntassistant 2.0. These did not affect the technical properties at the time of the examination. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The membrane of the pediatric prechamber had an incision that led to a leak. Visible deposits were also found here. The ventricular catheter supplied was not a miethke product. Nevertheless, it was tested for permeability and passed the test. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.